Event description:
It was reported that during a procedure the subject device displayed "foot switch error please connect wired foot switch". A backup laser system was brought in to complete the procedure. Afterwards, the biomed noticed the footswitch would not pair and upon further investigation found the battery to be dead. Once the battery was replaced the unit immediately paired. There were no reports of patient harm. This is report 1 of 2.

Manufacturer narrative:
Related patient identifier: (B)(4). The device was not returned to olympus for evaluation; however, the complaint was confirmed on site. On site investigation found the battery to be dead. Once the battery was replaced the unit immediately paired. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.